Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that their implantable neurostimulator (ins) battery seems to be slipping in their chest. The patient reported this issue to a manufacturer representative (rep) at a doctor appointment a couple of months ago and was told to monitor it. The patient did as advised, and they stated that the issue seems to have gotten worse. The patient mentioned that the rep advised the patient to call them, but the patient said the rep's voicemail greeting was for someone else. The patient's reason for calling was to get in contact with the rep. The patient was redirected to their healthcare provider to further address the issue, but the patient stated that the va doesn't answer the phones right away, and their next appointment isn't for another two months. Agent offered to reach out the rep via email on the patient's behalf. The patient asked to ensure the message indicates that the matter was urgent, noting that they "don't want to go through another night like this." Agent reviewed consideration of calling emergency medical services if they felt it was appropriate. Agent sent email to reps. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there was no issue in the past regarding the ¿battery slipping.¿ the hcp was going to see the patient again and provide the rep with an update if there was one.